Event description:
It was reported that the pulse generator was programmed in unipolar and 7.5 v at 1.5 ms in the ventricle. Thresholds were intermittent at these settings. This was resolved by changing the ventricular polarity to the bipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.